Manufacturer narrative:
The device was received with both seals intact and bottom case is cracked in two places device history report showed motor rate error. The device was tested using the occlusion test. The reported problem was replicated motor rate error was found during occlusion test. The leadscrew and clutch halves does not operate as intended. The root cause was unable to determine. The tech replaced leadscrew and clutch halves. Performed pm maintenance and all functional testing which passed. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported the device had motor rate error during occlusion test. No patient injury reported.